Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: an incomplete bolus alert occurs when "you started a bolus request but did not complete the request within 90 seconds." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 334mg/dl and a manual injection was administered to address the bg level. During the elevated bg level, the customer was testing the bolus feature on the pump and received an incomplete bolus delivery alert. Tandem technical support educated the customer in regards to this alert.